Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that when tried to input the universal serial bus (usb) to save the interrogation report, programmer's cursor started moving on its own, and selected "emergency defibrillation". It was noted that the emergency defibrillation screen popped up and was not able to exit out of that window. It was also noted that the stylus pen was in the holder, but the cursor continued to jump around on its own. Prompted user removed the radiofrequency (rf) head from the patient and moved the patient away to disconnect telemetry with the programmer. No patient complications have been reported as a result of this event..

Manufacturer narrative:
Product analysis: analysis could not confirm the customer comment that the programmer's cursor started moving on its own, and selected "emergency defibrillation" and the emergency defibrillation screen popped up and was not able to exit out of that window. An elec tromagnetic interference repair was performed as a preventative measure. Reconfigured, reloaded, and updated software. The programmer then passed all final functional and system tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.